Event description:
It was reported that 86 OEM smartsite llva, pc body experienced device deformation. The following information was provided by the initial reporter: received a complaint for molding defect as per the attached ppt.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: DHR was performed. No qn¿s related to the reported failure mode were found during manufacturing. A notification of an occlusion in a pc5000r was received, pictures of the occlusion was shared by customer, confirming the failure mode in the body of the pc5000r, therefore, samples were requested. 10 samples of the pc5000r were received at tj facility on (B)(6) 2021, the samples were visually inspected, and no issues were observed by the outside. Per pictures shared by customer, it was able to confirm that the reported occlusion was related to a molded component, a sample was disassembled as part of the investigation and an evident excess of material was observed in the inner side of the luer. During the process revision with the molding team, it was found out that the molded component was manufactured in the mold m-511 on february 2nd, 2019, therefore, revision of work orders for the mold were reviewed. After the revision of the work orders, it was concluded that the root cause of the material excess in the inner side of the luer was related to a broken core pin in the mold m-511 which it was the direct contributor of the occlusion failure mode. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 86 OEM smartsite llva, pc body experienced device deformation. The following information was provided by the initial reporter: received a complaint for molding defect as per the attached ppt.